Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported paramedics visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek medical attention and had the paramedics come. Unable to obtain information on diagnoses or treatment.